Event description:
It was reported that a code 1005, indicative of an open circuit condition due to a delivered shock impedance measurement that was out-of-range (>136 ohms). The device and right ventricular (rv) lead were subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.

Event description:
It was reported that a code 1005, indicative of an open circuit condition was observed due to a delivered shock impedance measurement that was out-of-range (>136 ohms). The device and right ventricular (rv) lead were subsequently explanted, but a portion of the rv lead remains implanted and capped out-of-service. A new rv lead and device were implanted to resolve the event and no additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A device memory review confirmed the clinical observation of a code 1005, indicative of an open circuit condition. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of a code 1005.

Event description:
It was reported that a code 1005, indicative of an open circuit condition due to a delivered shock impedance measurement that was out-of-range (>136 ohms). The device and right ventricular (rv) lead were subsequently explanted, but a portion of the rv lead remains implanted and capped out-of-service. A new rv lead and device were implanted to resolve the event and no additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.